Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and requires maintenance. A field service engineer (fse) determined the drawer was recoverable and resolved the issue by clearing the jammed medication pocket that had been registered as open. After recovery, the drawer operated normally within its design limitations, noting that overpacking by the customer can cause delays. This was not a hardware failure, but a usage-related issue and the hardware test application (hta) tests were performed on the device, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed to open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.